Event description:
It was reported to technical services on (B)(6) 2011 that at implant this lv lead had high impedances over 2000 ohms. No noise was reported and threshold were good. The md was dr. Perashen. The lead was not used and was thrown away by scrub tech. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).